Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The tech found that the central pilot link was cracked, preventing the bed from going into reverse trendelenburg. He replaced the pilot link to repair the bed.